Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the pe thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device that the shaft had a hole with braiding sticking exposed 57cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet ultra console. Testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy. The device ran within normal range without any leaks from the pump assembly and there were no errors/alarms from the console.

Event description:
Reportable based on the device analysis completed on 22sep2020. It was reported that error message and pump assembly leak occurred. An angiojet ultra pe was selected for a thrombectomy procedure. During preparation, it was noted that check saline supply error occurred after 12 seconds of running and found that the pump of the catheter was leaking. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a shaft hole with braiding exposed.